Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_prog, product type: programmer, unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a manufacturer representative regarding a patient who was receiving morphine at a concentration of 10 mg/ml at a dose of 4.1 mg/day via an implantable pump for non-malignant pain. It was reported the patient's pump reached end of service (eos) on (B)(6) 2016. A surgical consult for pump replacement was scheduled. There were no reported symptoms.

Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
Additional information was received from the representative on 2016-09-23. It was reported that the device was replaced on (B)(6) 2016 and the pump was not returned. Further information was received from a health care professional (hcp) on 2016-10-07 that indicated that the pump was replaced after eos because the eos was ignored by the patient. It was noted that the eos was resolved as the pump was replaced.

Manufacturer narrative:
Product ID: neu_ptm_prog, product type: programmer, patient no longer applies.

Event description:
Additional information was received from the representative on 2016-oct-27. It was indicated that the hcp's office initially notified him of the event, but he could not remember who at the office he spoke to. It was indicated that he did not have any further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.